Manufacturer narrative:
(B)(4). D10 - medical product: femur cemented cruciate retaining (cr) catalog # 42502007002 lot # 62967585. 2.5 mm female hex screw 25 mm length catalog # 42509902525 lot # 66448625. All-poly patella catalog # 42540200032 lot # 66517820. Tibia cemented 5 degree stemmed right size f catalog # 42532007502 lot # 66524323. G2: new zealand. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure one months post implantation due to instability. No more information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates there is valgus malalignment of the right knee arthroplasty with lateral tibiofemoral joint narrowing. The knee appears flexed with a resulting pelvic tilt lower on the right side. There are no signs of implant loosening or fractures. The malalignment may be related to abnormal lateral polyethylene wear or liner displacement, but additional radiographs are recommended for further correlation. Bone quality is osteopenic, and the marked valgus malalignment is noted as a likely reason for revision. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.